Event description:
Customer reported that the act button on the insulin pump was not working. Customer's blood glucose reading at the time of the call was 108 mg/dl. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, a scratched case, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to an open connector on the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.